Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addrl1 ipg, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the right atrial lead had triggered a lead warning for low impedance. The lead remains in use. It was also reported there were indecipherable dual electrograms found on the remote pacemaker transmission. The device remains in use. No patient complications were reported as a result of this event.